Event description:
Cook (B)(4) reported for the customer, "catheter of the port dislodged and migrated to the pulmonary artery." As per complaint form; port implanted as usual without problem after 14 month pt came back with infusion problems. During examination, physicians discover that the catheter was dislodged from the port and had migrated to the pulmonary artery. Then it had to be retrieved with a snare introduced through femoral vein. The disconnected catheter section of the port remained inside the pt's body. An additional procedure was required to retrieve the disconnected catheter section of the port using a snare. Retrieval of the catheter was reported as adverse effects.

Manufacturer narrative:
(B)(4). According to the documents supplied to trackwise, this product is not being returned for eval. "As the device has not been returned for eval the customer complaint could not be confirmed and the cause of this complaint could not be conclusively determined." Product not returned for eval.